Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise and a change in morphology resulting in an inappropriate shock. Device data was sent to technical services (ts) for review. Ts discussed the possible causes and recommended performing further evaluation in clinic, along with performing an x-ray to confirmation electrode to header connection. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise and a change in morphology resulting in an inappropriate shock. Device data was sent to technical services (ts) for review. Ts discussed the possible causes and recommended performing further evaluation in clinic, along with performing an x-ray to confirmation electrode to header connection. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This correction report is being filed to include updates to the h10 additional MFR narrative field. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise and a change in morphology resulting in an inappropriate shock. Device data was sent to technical services (ts) for review. Ts discussed the possible causes and recommended performing further evaluation in clinic, along with performing an x-ray to confirmation electrode to header connection. Additional information was received that another inappropriate shock was delivered due to oversensing of noise. This system was subsequently explanted and is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise and a change in morphology resulting in an inappropriate shock. Device data was sent to technical services (ts) for review. Ts discussed the possible causes and recommended performing further evaluation in clinic, along with performing an x-ray to confirmation electrode to header connection. Additional information was received that another inappropriate shock was delivered due to oversensing of noise. This system was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.